Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: creases, wear abrasion and yellow particles device inner surface. Leak test and microscopic analysis was performed which identified: one opening crease smooth and total/partial delamination of plug strap disk shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. Total/partial delamination of plug strap disk shell due to adhesive failure. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported left side deflation. Device has been explanted.